Event description:
It was reported that the asymptomatic patient presented remotely via merlin transmitter with several inappropriate auto-mode switch (ams) episodes. Upon review, the pulse generator exhibited noise oversensing on the atrial channel. The device reprogramming were discussed but has not been performed yet. The patient would continue to be monitored.